Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found the connector portion of the lead was returned in one piece measuring 24.4 cm. An external abrasion due to friction to device can breaching the optim sheath only was noted at 19.2 cm to 19.4 cm from the connector pin. The silicone insulation beneath was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.